Manufacturer narrative:
The full name of the initial reporter: (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. It was reported that the power supply was replaced and the iabp is now working.

Event description:
It was reported that the cs300 intra-aortic balloon pump battery was not charging. This was discovered during service/test performed by the customer. They suspect the issue is with the ac plug. No patient was involved during this event and no adverse event was reported.